Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's reading was 400 mg/dl. The customer reported vomiting as a symptom. The cause of the event was diabetic ketoacidosis. The customer was wearing the device at the time of admission. The customer stated that the incident was not due to the insulin pump, and declined troubleshooting. Nothing was replaced or returned.